Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Returned decapo power pack showed a broken housing with electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.